Event description:
A company representative reported that the tip of a mesa 2 screw inserter fractured during surgery. The fractured tip was not located post-operatively and the operating surgeon was, "confident that the tip did not fall into the patient." The procedure was completed successfully with no surgical delay and no reported adverse consequence to the patient.

Event description:
A company representative reported that the tip of a mesa 2 screw inserter fractured during surgery. The fractured tip was not located post-operatively and the operating surgeon was, "confident that the tip did not fall into the patient." The procedure was completed successfully with no surgical delay and no reported adverse consequence to the patient.

Manufacturer narrative:
H6 coding has been updated to reflect an updated investigation conclusion following product return.

Event description:
A company representative reported that the tip of a mesa 2 screw inserter fractured during surgery. The fractured tip was not located post-operatively and the operating surgeon was, "confident that the tip did not fall into the patient." The procedure was completed successfully with no surgical delay and no reported adverse consequence to the patient.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.